Manufacturer narrative:
(B)(4). One (1) 152mm biopsy cannula was received for investigation. The cannula is heavily damaged and in multiple pieces. A functional inspection cannot be accomplished as the cannula is heavily damaged. The DHR file is not available for review in the us. The reported lot/serial number is not valid. Consequently, the certificate of compliance cannot be reviewed. The root cause has been assigned to operational context. However, the circumstances which resulted in the biopsy cannula breaking and remaining in the patient cannot be determined with the information provided in the complaint description. No corrective or preventative actions will be assigned. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a bone marrow biopsy the needle got stuck and broke off in the patient. An orthopedic doctor was called. He removed two pieces but could not remove the smaller pieces inside the bone. The patient was taken for surgical removal. The patient's condition was reported as fine.